Manufacturer narrative:
Sections with additional information as of 14-oct-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note 1: manufacturer contacted customer in a follow-up call on 10-aug-2021 to ensure the customer's condition had improved - able to establish contact with customer who stated she was currently not experiencing any diabetic symptoms. Customer stated she believes she had felt tired due to covid vaccine. No medical intervention since the last call was reported. No additional blood tests were performed using the true metrix air meter. Note 2: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-5). During the call, a blood test was performed by the customer and produced e-5 error using true metrix air meter. The product is stored according to specification in the den. The test strip lot manufacturer¿s expiration date is 07/31/2022 and open vial date is (B)(6) 2021. At the time of the call, the customer reported feeling lethargic and believed it was due to her diabetes. Customer advised that on saturday, (B)(6) 2021, her grandchildren found her passed out on the floor and and called the ambulance. Customer stated that her blood sugar when taken by the ems was 42mg/dl non-fasting before arriving at the hospital. Customer was diagnosed with hypoglycemia and was given some fast acting glucose gel to raise her blood sugar. Customer stated that she was released 2 hours later and her blood sugar was in the upper 70's. Customer was advised to follow up with her pcp/endocrinologist.